Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure difficulties were encountered with the helix of the right ventricular (rv) lead. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.